Event description:
It was reported that the insulin pump had unresponsive buttons. The customer's blood glucose was 6.3 mmol/l. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to flattened all the buttons dome switch. Insulin pump had cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. Insulin pump had bleeding on lcd glass.